Manufacturer narrative:
The device history records of the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical on 10/2014 complaint report was reviewed for the bioflo PICC product family and the failure mode of "hub broken/cracked". No adverse trends were identified. The complaint report was confirmed, as the female luer lock component of the white/purple valve on the returned PICC was confirmed to be cracked just adjacent to the molded parting line. The sample was returned with injection site caps (not supplied in the reported kit) attached to each valve. Based on mfg anomalies noted during the visual eval of the returned device and the process controls in place to address this failure mode, the most probable root cause for the cracked female valve housing is due to an over-tightened connection with the male luer of the needleless connector. The directions for use (dfu) supplied with the reported PICC device contain caution that "repeated over-tightening may reduce hub connector life", and not to use hemostats to "secure or remove devices with luer lock hub connections". (B)(4).

Event description:
Pt reported to the hospital that the hub of a PICC which has been placed on (B)(6) 2014 was leaking. The hub was found to be cracked and the PICC was removed and replaced. The pt condition was described as "unaffected". The used PICC was returned to navilyst medical for eval.